Event description:
It was reported that implantable cardioverter defibrillators (ICD) device was explanted and replaced due to non product experience. No additional adverse patient effects were reported.